Manufacturer narrative:
Paper clip was found in power supply unit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ICD interrogation, the programmer switched itself off and felt unusually hot with a faint electrical smell. Another programmer was used. No adverse consequences for the patient were reported.

Manufacturer narrative:
Device evaluated by MFR: should have been yes.